Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Related manufacturer reference number:1627487-2019-09448. Related manufacturer reference number:1627487-2019-09449. It was reported that during an unrelated fusion procedure the leads were cut (related manufacturer reference number:1627487-2019-09448, 1627487-2019-09449) . The physician attempted to replace the leads on (B)(6) 2019, however, the patient's spine was fused from t10 to the sacrum and the physician was unable to access the epidural space. The procedure was abandoned and the system was explanted.